Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies. Unable to verify pump error 3, pump error 130, perform displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a multiple pump errors and insulin pump did not allowed him to clear the alarm. The customer¿s blood glucose was 120 mg/dl. Troubleshooting was done for keypad anomaly and pump error alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer reported the insulin pump was not exposed to a change in altitude. Customer stated the minutes change on the display. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.